Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was not able to charge his implant. The patient tried to charge multiple times and reported seeing a poor recharge quality screen 76 on the controller. The patient positioned the antenna over the ins and pressed try again. The best recharging practices were reviewed. The patient reported being in a lot of pain because the battery is dead. The patient was in pain and was up all night because of the pain. The patient states he has been trying to charge and cannot. No further complications were reported.